Event description:
Customer reported a hospitalization for low blood glucose. The customer stated she had a hypoglycemia event. She also reported that she had accidentally given herself a large dose of insulin, causing her blood glucose to decline to 48 mg/dl. She also stated that by the end of the night, she was shaking so much that her husband had to call the emergency medical technician. The emergency medical technicians then administered a glucagon shot to the customer and brought her to the emergency room. The date of the hospitalization was unknown. Blood glucose at the time of admission was 20-32 mg/dl. The customer stated the accidental over-delivery was due to her pushing her reservoir in without having the insulin pump rewind. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.